Event description:
It was reported that guide files were not created for a single stage peek case.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h4, h6. The reported event could be confirmed based on the email from the sales rep that the guides were not delivered. On may 15, 2025, a single stage peek case (2505151091) was initiated without guides, but during the design session on may 29, the surgeon requested guides, which were created and approved by june 2; however, the product type was not updated in the ID portal to reflect this change, so 3d systems (3ds) was never notified to produce the guides. As a result, the missing guides were only discovered shortly before the surgery on june 17, leading to the decision to proceed without them, with the surgeon using navigation instead and reporting a 180-minute surgical delay. Further investigation is being opened to address a manufacturing-related issue.

Event description:
No new information.